Event description:
A canadian pharmacist called on behalf of a customer. The customer returned a contour meter because it was giving unusual results. During the call, it was discovered the meter was reading in mg/dl instead of mmol/l. The pharmacist was unable to provide any customer info. It was discovered the meter had been packed into a canadian meter kit before the units of measure had been configured to mmol/l.